Manufacturer narrative:
The reported issue that a substitute bd 20cc (ml) syringe is not compatible with the alaris pumps could not be confirmed. No product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. There was no report of patient harm.

Event description:
The customer reported that the substitute syringe provided to the customer for the bd 20cc syringe is not compatible with the alaris pumps, however, upon testing the end user found that the syringe is recognized as a bd syringe and that they were able to proceed to the next steps. The end user was not able to test the actual infusion of a drug to validate. There was no report of patient harm.